Event description:
The customer's mother reported via phone call that the customer got into the pool with the insulin pump for about 1-2 minutes. Caller stated that the pump screen was frozen and there was water in the screen. Caller stated that the buttons are unresponsive. Customer's blood glucose was 158 mg/dl during the incident. Caller stated that the pump will turn on but there is fluid under the lcd display. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan. Customer had a back-up plan of manual injections and will contact their health care professional for further instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. No moisture damage was noted under the screen, electronic assembly or motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip and a cracked reservoir tube window.